Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The customer was informed that their device is not field serviceable, no longer under warranty and should be permanently removed from service. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would initially power on before powering off by itself. The device could not remain powered on in order to charge and shock defibrillation energy. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would initially power on before powering off by itself. The device could not remain powered on in order to charge and shock defibrillation energy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Field d5 operator of device of the initial MDR indicates ¿ blank field d5 operator of device of the initial MDR should have indicated ¿ lay user/patient.

Manufacturer narrative:
The customer agreed to let physio-control further evaluate their device. Physio-control verified the reported issue and the cause of the reported issue was determined to be due to an electrical open connection at cable-mounted plug connector, designator p201, contact 6, on the charge-pak flex connector. This prevented the charge-pak from charging one of the internal hybrid layer capacitor (hlc) batteries, designator bt1, which caused the device to not be able to remain powered on.

Event description:
The customer contacted physio-control to report that their device would initially power on before powering off by itself. The device could not remain powered on in order to charge and shock defibrillation energy. There were no reports of patient use associated with the reported event.